Manufacturer narrative:
Concomitant devices: bovie, esu, esu grounding pad, bipolar generator, unspecified scope. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# (B)(4).

Event description:
The customer reported during a vein harvesting procedure using a visera elite video system center (with a bovie, electrosurgical unit (esu), esu grounding pad, bipolar generator, and an unspecified scope), the doctor experienced an electrical shock in his hand when the bovie was activated. The customer further reported they are trying to troubleshoot the cause of the event and have not been able to determine the cause, stating it could be the esu, the esu grounding pads, the bipolar generator, the scope, or the video tower. They have not been unable to replicate the issue. Additional details regarding the physician, the patient, and the event have been requested, at this time, no additional information has been provided.

Manufacturer narrative:
This report is being updated to report additional investigation findings. New information is reported in h6 and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the reported event was not determined. Based on the available information, it is presumed that the current flowed from the bovie pencil to the user via the scope. The following possible causes are presumed: the scope broke down and could not be grounded. The scope connector terminal or the connector receiving terminal of the processor failed and could not be grounded. The processor broke down and could not be grounded. The power cord of the processor failed and could not be grounded.